Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier was not holding or closing clips properly during patient use. Another applier was used and the procedure was finished successfully. No clips fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instruments in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in april of 2014. The returned instrument was evaluated and found that the jaws are aligned properly with each other and the jaw opening gap measures to print specifications. Further evaluation showed that this instrument picks up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing thus we are unable to validate the alleged complaint. Parts were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue at the customer's facility. No corrective action required at this time. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA other remarks: when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided. No corrective action required at this time.

Event description:
The applier was not holding or closing clips properly during patient use. Another applier was used and the procedure was finished successfully. No clips fell into the patient's body. The patient's condition was reported as fine.